Event description:
The customer reported that the power cord was frayed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the power cord. The system operates as intended.